Event description:
The customer reported the ventilator went vent inop, and alarmed, during use. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician could not duplicate the reported problem, but verified there was a vent inop code in the diagnostics log. The service technician replaced the exhalation flow sensor and exygen flow sensor. Extended self- testing (est) and performance verification testing was performed on the ventilator, and all tests passed per operating specifications.